Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported stent was shortened and did not fully cover the lesion segment. The 90% stenosed target lesion was located in the moderately tortuous right subclavian vessel. A 12x60x75 epic vascular stent self-expanding was advanced for treatment. During the procedure, the device was tested following a pre-balloon inflation, but the stent shortened and was unable to cover the lesion. A different size stent was used to cover the lesion part, and the procedure was completed. There were no patient complications reported.